Event description:
Attempts for additional information have been unsuccessful as the initial reporter indicated that this was no longer their patient and refused to comment on the reported events.

Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient has a medical history positive for obstructive sleep apnea. The patient is being treated with a CPAP machine. It is currently unknown if the apnea is caused or exacerbated by vns. It was also mentioned in the clinic notes that the patient had a "vocal cord abnormality". The exact abnormality is unknown as is the relationship of the abnormality to vns. It was stated however that the patient has undergone injections of botox into her vocal cord. Attempts for additional information are underway.